Manufacturer narrative:
The investigation showed that during sterilization (with higher temperature) weakener in the pvc tubing of the vitrectome is released. The weakener reacts with the pc material of the thules of the vitrectome and reduces the strength of it. Bubbles from the vitrectome may case infection, hence reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
The cutter does not work, only make bubbles. Sample is available.